Manufacturer narrative:
Device analysis by MFR: returned product consisted of an agent dcb balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 86.8cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. The coating to the balloon was intact. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed using an agent dcb mr 3.50 x 30.00mm device for treatment. After pre-dilation, the physician tried to insert the balloon and the shaft broke. The balloon was pulled out with no issue and was replaced with another similar balloon. The procedure was completed successfully using the new balloon, and no patient complications were reported due to this event.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed using an agent dcb mr 3.50 x 30.00mm device for treatment. After predilation, the physician tried to insert the balloon and the shaft broke. The balloon was pulled out with no issue and was replaced with another similar balloon. The procedure was completed successfully using the new balloon, and no patient complications were reported due to this event.